Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 5801692, 02-010-01-0325 - lgc femoral ps cem right sz 2.5; 5638680, 02-012-38-2511 - logic rbk insert sz 2.5, 11mm; 6052145, 02-012-43-2525 - lgc tibia rbktray cem sz 2.5f/ 2.5t; 6056417, 201-78-81 - 3 trocar, mod. Hex 2pk; 6026801, 204-34-04 - fluted stem extension 40l x 14 mm; 5625159, 204-70-00 - tibial stem ext. Screw; s031361, 521-78-32 - threaded pin size 3.0 collarless.

Event description:
The patient presented with knee pain. The patella was not tracking well in the trochlear groove and the x-rays did not show lysis. After open, the patella was worn and the meniscal insert was inspected and replaced. Although the insert was not terrible, the underside of the insert was yellow in colour. This was dealt with suspicion and replaced.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation.

Manufacturer narrative:
H6: investigation findings, investigation conclusions.